Manufacturer narrative:
No pt was present at the time of malfunction. Device MFR date not available at time of report. Clamp was returned to MFR on 01/04/2011. Investigation revealed adjustment screw had seized and was not able to break lose with force. Part has been replaced.

Event description:
A medtronic representative called to report a spine clamp would not close. No pt was present for event.